Manufacturer narrative:
Available information indicates that there was an ECG malfunctioning error. The remote service engineer (rse) evaluated the device remotely and determined that the issue could not be confirmed and however, the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, there was no device malfunction. The reported problem was not confirmed.

Manufacturer narrative:
Reporter name, address, phone: (B)(6). Reporting institution name and phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device had ECG malfunctioning error. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.